Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported 2 weeks ago, they turned their therapy off for a radiofrequency procedure to cut the nerve endings in their neck for pain management and since they turned their therapy back on after getting home from the procedure, they've had a return of symptoms. The patient stated prior to the procedure, they'd been getting a 50% or greater reduction in their urgency and incontinence symptoms however since turning the therapy back on post procedure, they were having a lot of bladder leaks. The patient stated it wasn't quite back to their baseline, that they weren't leaking quite as much as before they got the implanted system or running to the bathroom as much, however the symptom reduction was still less than 50% now and they felt the stimulation a little stronger than they did before having the procedure. The patient stated they'd increased the stimulation a couple of notches however they hadn't noticed a difference. The patient wanted to know if the procedure could have caused the issue. Patient services reviewed information with the patient and redirected the patient back to their health care provider (hcp) regarding their inquiry and to check the device/therapy if they still didn't see a symptom improvement. Patient services also reviewed programming considerations and therapy expectations with the patient and the patient made another increase to their stimulation on the call and confirmed feeling the stimulation comfortably in their bike-seat region, but that currently, they weren't feeling the stimulation and that they would only feel it in the bike-seat region in certain positions. The patient stated their managing hcp has since left the practice and they weren't sure who their managing hcp would be now, though they thought another hcp at the clinic with the same name as their previous hcp might be taking over so they would reach out to the clinic to review their symptom concerns. The patient was going to monitor their symptoms and follow up with an hcp to check the implanted system. The patient may call back for physician listings if they aren't able to see the other hcp at their clinic.